Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a leak on the manifold line. The was a small crack in the female side of the line. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
The returned sample was visually inspected. A crack along the female l-shaped connector was found, while still connected to the luer port. A retention sample from the same product code and lot number combination was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. Replication testing was performed on a retention sampling manifold line. The l-connector was over-tightened onto a port of the reservoir, which lead to the l-connector cracking along the part, in the same way as the returned sample. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.